Event description:
Boston scientific crm rec'd info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) expired. An autopsy had been performed. The coroner reported the death was cardiac related and that the actual cause of death was still under investigation. It was reported that the device had been checked somehow by the hospital's biomedical engineering dept where it was noted that no outputs from the device could be observed. Also, emergency medical services (ems) responders stated that no outputs from the device were seen on telemetry strips. The coroner planned to locate the device and return it for analysis.

Manufacturer narrative:
Not returned. As of today, the device has not been returned for analysis. Should add'l info be rec'd, this event will be updated.